Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. No instrument fault(s) was identified by the leica field service engineer (fse) during the on site assessment conducted. The results for all performance tests undertaken were satisfactory. The instrument logs show that: the configuration of the reagent stations, the final reagent thresholds and reagent management were identical to the MFR recommendations. The reagent change threshold for wax and configuration of the customized and validated protocols used to process tissue samples in the runs exhibiting sub-optimal processing showed minor deviations from the MFR recommendations. However, the differences identified were not considered to have either caused or contributed to the sub-optimal tissue processing reported. A conclusion could not be drawn regarding the root cause of the sub-optimal tissue processing reported from the info available.

Event description:
On (B)(4) 2011, leica microsystems rec'd a complaint from acl laboratories regarding sub-optimal tissue processing from (3) protocols, which completed on (B)(4) and (B)(4) 2011, using peloris tissue processor serial number (B)(4). On (B)(4) 2011, leica microsystems rec'd info that all samples in the protocols completed on (B)(4) and (B)(4) 2011 from which sub-optimal tissue processing was identified, were able to be reported.